Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke during procedure. The wire was removed from the anchor

Event description:
It was reported that the pull wire broke during procedure. The wire was removed from the anchor.

Manufacturer narrative:
The product was returned for investigation. Alleged failure: internal wire broke upon deployment of anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or user unfamiliarity with device. The failure mode will be monitored for future reoccurrence.